Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose was 180 mg/dl. Reportedly, due to not having a backup method, the customer injected too much insulin using the cartridge syringe. Glucose tablets and a meal was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.